Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was 180 mg/dl. The customer stated that she had 2 leaking reservoirs. Customer stated that reservoir was discarded. Customer stated the leak is past 2nd o-ring. Customer was advised to return the reservoir for analysis. Customer stated that she threw them away. The customer was advised we are sending replacement reservoirs.